Event description:
Pt on hydration therapy at 80 ml/hr on flogard 6201 pump. Pt loaded into family van to go to md appt. IV pump alarmed air-in line; pump stopped air removed from line and pump restarted and running fine per mom and nurse. Trip took 1/2 hr to md's office. Pump and IV fluid not checked during this time - and per nurse and mom no alarms heard. At parking ramp pt taken out of van and mother noticed there was blood backed up all the way from IV access port in abdomen up through tubing into bag of hydration fluid. Mom and nurse estimated between 100-250ml of blood backed up. Pt was pale and somewhat unresponsive. They called a code. When code team arrived pump was on but not running - they, mom and nurse, had stopped the pump and disconnected pt and were flushing her port which remained in pt. Pt was accessed and had a good radial pulse so no intervention necessary and they sent her to her clinic appointment. Both mom and nurse state no disconnection, crimping or break in IV tubing and port did not become deaccessed during incident.